Event description:
It is reported that the patient was revised due to aseptic loosening of the tibial component.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00001.